Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A government agency reported via medwatch report# mw5090903 that they were notified by a nurse regarding a technical problem with the haptic of the intraocular lens (iol). When the lens is implanted, it cuts the posterior capsule and leads to vitreous loss, retinal detachment and maybe vision loss. The nurse did not provide any contact information; therefore, follow up was not able to be conducted.